Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one photograph and three devices. No visual abnormalities were noted to the instrument. The single use loading unit (sulu)s were received was fully fired and engaged in interlock. No damage was noted to the knife blade. Cracks were noted on one of the three sulus. Photographic inspection noted a couple staples on the staple line were not fully formed. The sulus were reset and reloaded into the returned instrument. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cracks in the loading unit may be due to use in tissue thicker than indicated. The instruction for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colectomy procedure, the distal end of the staple line did not fully form. It had poor staple formation, and it easily pulled off from tissue. The staple line was reinforced with suture to resolve the issue and complete the case. There was no patient injury.